Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6180926, medical device expiration date: 07/31/2021, device manufacture date: 06/28/2016. Medical device lot #: 6242757, medical device expiration date: 09/30/2021, device manufacture date: 06/29/2016. Investigation summary: the complaints lab received one sample. The needle was already attached to a posiflush syringe. The sample was visually inspected. No particle was found inside the prefilled syringe. No particle was found on the cannula shaft or inside the needle hub. Based on the sample received the investigation concluded:unconfirmed: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. UDI#: (B)(4).

Event description:
Customer states upon visual inspection he found a floating particle on an 18 g x 1 1/2 in. Bd¿ blunt fill needle. No injury or medical interventions reported.